Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was admitted to the hospital with heart rates in the 30 to 40 beat per minute range with pacing spikes but no qrs activity. Boston scientific technical services (ts) was consulted to review the remote interrogation. Upon review of the data they found the patient had last been seen in the clinic two months earlier and the right ventricular (rv) lead threshold measurement was 1.1 volts, but the pacemaker was programmed with an output of 2.0 volts. Ts explained that this does not give the patient a 2 to 1 safety margin. It was also noted that auto threshold and autocapture features were not programmed on in the pacemaker. All rv lead measurements were good and stable and the presenting electrogram (egm) showed normal device operation with some pacing at the lower rate limit of 50 beats per minute and ventricular rate response pacing and sensing. Ts discussed that capture was unable to be assessed through the remote interrogation as sensing is near field and there had been no auto threshold tests running. Ts discussed that based on monitoring electrocardiogram it appeared there may be intermittent loss of rv capture thus a programmer would be needed to interrogate the pacemaker and run threshold testing. The following day the field representative interrogated the pacemaker and increased the lower rate limit to 90 bpm. No further programming changes were made and no additional adverse patient effects were reported.